Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 28, 2023. Section h3: evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint handpiece was received with a piece of the lens stuck inside of the cartridge. The cartridge tip could be observed to be damaged. The handpiece was disassembled and the assembly was inspected, no issues that could cause or contribute to the complaint or observed issues were identified. Visual inspection under magnification of the lens revealed that it was received torn into three pieces (one missing). The portion of the lens inside of the cartridge was removed and the entire lens was cleaned; revealing; that a haptic was detached from the lens (and missing). No further issues were identified. The complaint issue haptic damaged was not confirmed during product evaluation. The observed haptic detached is similar to the reported complaint issue. However, based on the complaint investigation results, the observed issues during product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications and a relationship between the device and the reported incident could not be determined. The complaint issue reported could not be confirmed and no product deficiency product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was partially inserted and removed and replaced in the same procedure due to a bent/broken haptic and torn iol. The issue was noticed while inserting the lens into the eye. Another johnson and johnson iol was implanted as replacement (same model and diopter). No further information was provided.

Manufacturer narrative:
Age or date of birth, weight, and ethnicity: unknown; requested but not provided. Implant date: if implanted, give date: not applicable, as the lens was not fully implanted. Explant date: if explanted, give date: not applicable, as the lens was not fully implanted, therefore not explanted. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.